Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the mega suturecut needle driver instrument broke. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering noted a broken grip close cable at the distal idlers, which had a cable segment (approximately 0.4715 in length) sticking out at the instrument's wrist. The idler pulley spun freely and was not damaged. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.